Event description:
During the procedure, a blood leak was observed from the agilis sheath hemostatic valve following the insertion of the non-abbott (boston scientific) farawave catheter. Although the leakage ceased upon removal of the non-abbott (boston scientific) farawave catheter, a large volume of air was drawn in when attempting to aspirate air using a syringe, prompting the discontinuation of the syringe use. The agilis sheath was replaced with a non-abbott (boston scientific) faradrive steerable sheath, and the procedure was completed successfully with no adverse clinical consequences to the patient.